Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that during a btb anterior cruciate ligament (acl) surgical procedure, it was observed that the customer's milagro interference screw 7 x 23mm broke midbody when being screwed into the bonehole. The sales rep reported the screw was still on the inserter when the device broke midbody. The sales rep reported the back half broke into fragments but the top half was securely implanted and the surgeon could not remove it. The surgeon completed the procedure with a titanium screw implanted over the broken screw with no patient consequences and a five minute delay. The sales rep reported that the surgeon was happy with the fixation. The sales rep reported that the surgeon used an anteromedial approach at a drastic angle which may have contributed to the device breaking. The sales rep reported that the surgeon did not tap and the bone quality was good. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.